Event description:
It was reported that a pump had a watchdog failure. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no additional information has been received. The product was returned for evaluation; visual and functional tests showed that the battery door was cracked and that the customer's reported problem was not found or confirmed. As preventive measure, the speaker was replaced. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).